Event description:
Prior used epi pen and benadryl, emergency room diagnosis: acute bilateral allergic conjunctivitis eyes. From (B)(6) I purchased chemicals on them. I have been very sick ever since, central nervous system, brain, lungs, throat, stomach, intestine. I called (B)(6). I wrote to (B)(6). I wrote to (B)(6); all in vain. Please help me I am very sick, my memory is going "#416". I need my body to detoxify. My drs don't know what to do. Medic therapeutics emergency products; or call (B)(6). Because of covid-19 I purchased these disposable mask from (B)(6). They never said there were chemicals on them.